Event description:
It was reported that a spectrum pump displayed an unknown system error. Upon receipt of the device, the system error was identified as system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.